Event description:
It was reported that the asymptomatic patient presented in the clinic for follow up. It was noted that the atrial lead was sensing ventricular activity. Atrial lead dislodgment was confirmed by chest x-ray. The lead was explanted and replaced. The patient was stable.